Manufacturer narrative:
The subject device was returned to olympus for evaluation and the investigation is in process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that during the preoperative check of the subject device, when a maximum angle was applied, there was a little noise on the image. Then, during the therapeutic laparoscopic procedure, the endoscopic image turned purple several times during angulation. The intended procedure was successfully completed using the subject device. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. It is possible that the failure was caused by temporary instability of communication status between the electrical contacts of the video system center and the electrical contacts of the video connector due to scratches and stains, an excess current passed for a short period of time or repeatedly, or connection issues while the video system was turned on. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "keep the endoscope¿s bending section straight when attaching the trocar introducer, and do not use excessive force to attach it. The endoscope¿s bending section and/or the trocar introducer may be damaged. If resistance is felt while attaching the trocar introducer, do not use excessive force to move it into position. Instead, remove the trocar introducer from the endoscope and inspect the endoscope¿s bending section for irregularities. If irregularities are observed, stop using the endoscope and contact olympus. Attach the trocar introducer straight over the distal end of the endoscope as shown in figure 3.17. Otherwise, the endoscope¿s bending section may be damaged. When using a trocar tube without a seal, it is not necessary to use the trocar introducer. Place the trocar introducer over the distal end of the endoscope. Confirm that the trocar introducer is securely attached to the endoscope¿s bending section. Confirm that the trocar introducer does not fall off when placing the insertion section of the endoscope upside down. Attach the trocar introducer to the control section of the endoscope by sliding until it stops." Olympus will continue to monitor field performance for this device.